Event description:
It was reported that, at the start of the case, ready to collect the initial checkpoints for a cori tka procedure, the screens went blank: the tablet has the hospital¿s easylink hooked up to dvi port on cori for monitors. At first, they took the black screen as an interference issue that happens when the tablet is hooked up, but this time it stayed black. They saw on easylink box that they were not getting a signal from console. They shut down the console and restarted, but still no signal was being received from dvi port on cori console. They shut down system again, checked all connections and still same thing. They then switched out easylink for the 24 inch monitor connection (made sure dvi connectors were tight on console and on monitor) and turned the system on and nothing. The monitor flashed no signal, then turned off showing the red light icon in corner right screen. They tried with the push button on monitor to turn back on, but still no signal. These issues were due to the console's dvi port. Surgery was delayed more than 30 minutes. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Test results found that the dvi video feed was not working. Swapping out the minidp cable connection solved this issue. The cause was found to be a faulty minidp cable connecting the gpu and vdb. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The wires connecting the tcu board are missing the male end housing with the latch, the wires were pushed in without being locked. (Black & white). A functional evaluation was performed. The reported problem was confirmed. Usb ports will not export log files. Display port works correctly individually, but when both vga and video is plugged in, the video does not show up. The most likely cause of this event is a failure of the video distribution board. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference: (B)(4). Corrected data: h6 (health effect - impact code and component code).